Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that she was hospitalized due to unexplained low and high blood glucose. Customer stated that the blood glucose reading was from 600 to 19 mg/dl. Customer stated that her insulin pump was not working correctly it was alarming motor error and no delivery. Customer also stated that she was unable to control her blood glucose. Nothing further was reported.